Event description:
It was reported that after opening the package of the lead the stylet was difficult to remove. Another stylet was used and the physician had difficulty advancing it in the lead. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.